Event description:
The truwave flushless transducer connector was noted to be loose and stripped with an unsealed/loose connection to the lumbar drain. This created a potential leaking site for csf [cerebrospinal fluid] fluid and an inaccurate monitoring situation.